Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received where was the foreign material found? (Inside shipping box, inside product box, directly on the device?) >> seems that fragment of glass was existed in the liquid after squeezed out. No patient impact. Please describe the type of foreign matter that was observed. ¿ are there any photos of the foreign matter available? >>no ¿ is it possible that the foreign material fell into packaging upon opening of device? >> no additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe further what occurred. Was foreign matter-glass piece discovered upon use? Or upon opening to product? Was the dermabond dispensed/used on the patient? Did the pen body break upon use? It is believed that glass came out thru the pen body into and through the tip? Or did the pen break and glass fall onto the field/patient? Was there any harm to user? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) and topical skin adhesive was used. It seems that fragment of glass was existed in the liquid after squeezed out. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was foreign matter-glass piece discovered upon use? Or upon opening to product? Upon use. Hcp applied on the pen. When hcp tried to squeeze the formula before use on the patient, hcp found the matter-glass piece. Was the dermabond dispensed/used on the patient? No. Did the pen body break upon use? No. It is believed that glass came out thru the pen body into and through the tip? Yes. Or did the pen break and glass fall onto the field/patient? Na. Was there any harm to user? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.